Event description:
It was reported while using bd alaris pump module smartsite infusion set a leak occurred from a hole on the device. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2426-0007. Lot: 21115242. It was reported by the customer that the tubing had a small hole located in silastic segment which was leaking in the pump module.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-10. H6: investigation summary a complaint of a tear in the tubing causing leakage was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A small tear was found at the top of the pumping segment. A device history record review for model 2426-0007 lot number 21115242 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be misloading the pumping segment. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set a leak occurred from a hole on the device. There was no report of patient impact. The following information was provided by the initial reporter: material #: 2426-0007, lot: 21115242. It was reported by the customer that the tubing had a small hole located in silastic segment which was leaking in the pump module.